Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage at the keypad traces. No button error alarm was noted. The following physical damage was also found: minor scratches on the display window, cracked casing at a display window corner, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the buttons on her insulin pump were unresponsive. The patient's blood glucose at the time of incident exceeded 200 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.